Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have damaged conductor wire insulation at the proximal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The damaged insulation would cause the instrument to not cauterize. The instrument passed the electrical continuity test. Further inspection found thermal damage on the yaw pulley. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of both bipolar yaw pulleys at the base of the grips. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not cauterizing. The procedure was completed with no reported injury.